Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): lot history review revealed no anomaly relating to the reported event. It is inferred that a metallic guidewire introducer tool was used over the guidewire with its tip contacting to the guidewire with angle, and that the guidewire removal manipulation was made under such condition, so that the ptfe coating of the guidewire was exposed to excessive abrasive and scraping force and scraped. Warning section of IFU describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire; otherwise, the surface of guidewire may be damaged significantly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a percutaneous coronary intervention, a green substance was noted on a guaze, coming off of an asahi guidewire. There were no patient effects and there was no procedural delay. There was no additional information provided.